Event description:
It was reported that during a da vinci s hysterectomy procedure, while the physician was performing a colpotomy a "flash" was observed from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. When the surgical staff removed the mcs instrument, a hole was observed in the tip cover. The surgeon proceeded with the procedure using a replacement tip cover accessory; however, a "flash" from the replacement mcs tip cover accessory was observed. Examination of the replacement tip cover revealed a hole. The surgical procedure was completed with a third replacement tip cover accessory. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs instrument and tip cover accessory have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Members of isi's clinical sales team followed up with the surgeon and robotics coordinator to discuss the following recommendations/suggestions for prevention of mcs tip cover damage or arcing: cannula inspection prior to use. Careful installation of tip cover. Do not exceed maximum cautery settings. Avoid instrument collisions. Straight wrist prior to removal. Limit use of cautery when not in contact with tissue. Cases with extended cautery use. Surgical tasks around critical vessels and structures. Med watch MFR report #2955842-2009-00389 and was also sent to the FDA regarding this event. A follow up MDR will be submitted if the instrument or accessory are returned (post engineering evaluation) or if additional info is received.